Manufacturer narrative:
The tech replaced the scale pt position mode board, which resolved the issue. The bed operates normally. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its review of the events for reportability. This effort will continue until we are current.

Event description:
The customer complained that the bed exit local alarm could not be heard.